Event description:
The trellis balloon did not inflate. When removed from the patient inflation was attempted and fluid was leaking from the distal balloon.evaluation of the returned device on (B)(6), 2015 found a tear was noted in the distal balloon over the marker band. The proximal balloon was able to be inflated.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4).